Event description:
It was reported that the patient recently experienced severe issues with ventilation approximately halfway through the procedure with the 8.0 reinforced emg tubes. The clinician stated they believe the tubes are too soft and the lumen may be collapsing after they warm over time while inside of the patient. The clinician additionally stated that there was no way to know for certain what was occurring with the emg tube in the patient, but halfway through the cases anesthesia professionals were not able to ventilate the patient. As a result, their department has decided to not use the 8.0 reinforced emg tube any longer. Intervention performed was settings changes were applied to the ventilator. Once this was determined to be unsuccessful, the patient had to be extubated and a non-nim et tube was inserted for the remainder of the surgeries. Patient was alive and no injury. There was surgical delay of 15 minutes. There was no product damage. The procedure was completed with backup product(s).

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medical safety review states that the event and its severity are known and labeled per IFU m726750c793 a, which states: cuff deflation or diffusion of a gas or gas mixture (nitrous oxide, oxygen, air) might result in cuff pressure and volume variation. It is recommended to inflate the cuff with the gas used to ventilate the patient to reduce potential effect of such diffusion. Do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation, tip deflection, and/or injury of the larynx or vocal cords. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning. Avoid disrupted air supply due to inadequate oxygenation by confirming, monitoring, and maintaining anesthesia gas delivery systems and connections at all times. Medical safety: a collapsed or blocked tube after performing a test inflation, by inspecting the inner diameter of tube for patency after test inflation. A spare emg endotracheal tube of the correct size should be kept readily available. There is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation. A bite block is recommended for use with the emg endotracheal tube to prevent damage to the tube. If information is provided in the future, a supplemental report will be issued.